Manufacturer narrative:
UDI: (B)(4). The affiliate advised that the product will not be returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the lot number for the subject product was not reported; therefore, the lot history records cannot be reviewed. We will continue to monitor for this or similar complaints for this product code. A complaint of a leaking tube set from the (B)(4) market that are associated with the use of a (B)(4) only (B)(4) irrigator is an anticipated issue. This risk has been evaluated and approved the (B)(4) affiliate. At this time this complaint is considered to be closed. Device not available.

Event description:
Leakage hole on tubing at the spike side was noted during preparation before the surgery. The used generator¿s type is (B)(4). User training is scheduled to be done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will not be returned to your site.